Manufacturer narrative:
Concomitant medical products: 5554 lead, implanted (B)(6) 2006.

Event description:
The patient presented complaining of swelling to their left upper extremity which was deemed left upper extremity edema. The patient also experienced tingling. No trauma was reported and an ultrasound showed no evidence of deep vein thrombosis. It was determined that the patient was having some venous insufficiency related to the presence of the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. No action was taken and the leads remain in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.